Event description:
Information received by medtronic indicated that the customer experienced high blood glucose at 388 mg/dl before hospitalization.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4)comprehensive remediation plan for diabetes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose level and diabetes ketoacidosis. The bold glucose level of customer was 464 mg/dl. The current blood glucose level of customer was 232 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had experienced symptom at the time of high blood glucose level including feeling sick, unwell and vomiting. Customer was tested for ketone and it was positive for diabetes ketoacidosis. Customer was treated with intravenous insulin drip in hospital. Customer also had high blood glucose level before hospitalization and it was 338 mg/dl. The customer was treated with manual insulin injection or insulin pen for this. The auto mode feature was active at time of incident. Customer stated that kinks, bends, or multiple large bubbles were not present along the tubing length. Insulin exited during troubleshooting. Insulin pump had passed high pressure test. The insulin pump will be returned for analysis.